Manufacturer narrative:
Integra has completed their internal investigation on november 17, 2017. Failure analysis: complaint not confirmed - no issues observed. Unit cleaned per protocol (B)(4). With respect to the returned unit, it has passed all specific functional testing requirements when inspected per the (B)(4). When the unit is properly positioned and put under pressure, it did not slip. Device history record reviewed for sn (B)(4) /2001041 lot/ 17 a total of (B)(4) pieces were manufactured on 3/23/2017 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced. 100% of this product is inspected per inspection requirements prior to leaving integra facility. The sampling plan has been reviewed and determined to be commensurate to the appropriateness and accuracy to current complaint needs. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause analysis is undetermined at this time.

Event description:
A report was received that the mayfield modified skull clamp slipped in the middle of the case. It is uncertain as to whether it was the base unit or the c-clamp. The date of the incident was reported as (B)(6) 2017, for a (B)(6)-year-old male. There was no patient injury or death alleged. No revision/medical intervention required. There was no delay in surgery. Additional request for information was sent.